Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock and was admitted into the hospital. A chest x-ray was performed and revealed that the electrode was dislodged. Twiddler syndrome was suspected. The physician decided to explant and replaced the whole system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock and was admitted into the hospital. A chest x-ray was performed and revealed that the electrode was dislodged. Twiddler syndrome was suspected. The physician decided to explant and replaced the whole system. No additional adverse patient effects were reported.additional information was provided on 10nov2022, it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had been implanted and had an incorrect manufacturing date/timestamp recorded within the device's software. As a result, the battery percent remaining value will be inaccurate over the life of the device. This device had already been explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Arc marks on the device case was observed. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the device case. Therefore, the damage is deemed due to the environment outside of the device. Additionally, the device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.